Manufacturer narrative:
Based on the claim against the product by the customer noting errors on erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue. The isi fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted neck dissection surgical procedure, the operation room (or) technician contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an error on integrated electrosurgical unit erbe (erbe) generator. The isi tse checked logs and found errors c-34 and c-92. The isi tse suggested rebooting the erbe and powering off other energy sources nearby. The isi tse confirmed the issue was the same after powering off the other energy source. The isi tse suggested, the customer use force triad or use another vision side cart (vsc) cart as the erbe system needs to be replaced by isi field service engineer (fse). The or technician called back and reported force triad was not supporting. The isi tse suggested and guided him to use another vsc. The or technician confirmed no issues with the other vsc, and the site was proceeding with surgery. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the customer could not provide any additional information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc.(isi) received the erbe generator and performed the failure analysis. The unit was placed on an in-house system and was run in normal mode. The reported error was confirmed and reproduced. The visual inspection shows the unit was in good condition. The complaint was confirmed based on the field evaluation and failure analysis.